Event description:
It was reported that the customer's blood glucose levels were high, with the value displayed as "high" on both the cgm and bg meter. To address the issue, the customer performed a correction bolus via the pump and changed the infusion set following instructions from support. No further assistance was needed.